Event description:
During a saphenous vein harvesting procedure, the distal seal of the device detached inside the patient's leg. The user managed to retrieve the seal through the original incision. The customer reported that no additional complications to the patient occurred. No additional information was provided. The patient was last reported to be in good condition.